Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2420-0007, batch # 24075384. It was reported by customer that while disconnecting primary tubing from a central line, the screw piece on the end of the tubing (the screwy part that comes on the end of primary tubing) separated from the actual tubing. Verbatim: rcc received a complaint via email. Email(s) attached. While disconnecting primary tubing from a central line, the screw piece on the end of the tubing (the screwy part that comes on the end of primary tubing) separated from the actual tubing. There was no undue force used or needed to disconnect from the central line. The pieces just simply separated. Med was propofol. No harm reached the patient. The separation appeared to happen while nurse was disconnecting tubing. Patient appears to have received the medication while it was running. Item# 2420-0007, lot# 24075384.

Manufacturer narrative:
It was reported by customer that while disconnecting primary tubing from a central line, the screw piece on the end of the tubing (the screwy part that comes on the end of primary tubing) separated from the actual tubing. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 24075384 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # 2420-0007. Batch # 24075384. It was reported by customer that while disconnecting primary tubing from a central line, the screw piece on the end of the tubing (the screwy part that comes on the end of primary tubing) separated from the actual tubing. Verbatim: rcc received a complaint via email. While disconnecting primary tubing from a central line, the screw piece on the end of the tubing (the screwy part that comes on the end of primary tubing) separated from the actual tubing. There was no undue force used or needed to disconnect from the central line. The pieces just simply separated. Med was propofol. No harm reached the patient. The separation appeared to happen while nurse was disconnecting tubing. Patient appears to have received the medication while it was running. Item# 2420-0007. Lot# 24075384.